Manufacturer narrative:
The device was not returned to b+l for evaluation. Therefore, a product evaluation could not be conducted. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had pain in the right eye 2 days post-implant. Allegedly, the patient had blurred vision and vitreous inflammation. Ofloxacin, prednisolone 1%, and ketorolac 0.4% were used a day prior to surgery and once a day post-op. Vigamox, lumigan, and combigan were used intra-operatively. The slit lamp findings were "anterior chamber was quiet but significant vitreous inflammation." Results of culture and sensitivity was "no growth." On the third day post-implant, an intraocular injection was given and the day after a vitrectomy was performed.